Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient had experienced damage to the infusion set tubing, which had snapped one and a half inches away from the cartridge just before the pigtail connector event on (B)(6) 2024. The infusion set had been in use for twenty four hours. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 12-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 03-mar-2024 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12/mar/2026 against lot number 6001573 and similar malfunction codes tubing is split (along the length of the tubing) or has pinholes, tubing damage - significant / extensive the review confirmed that lot 6001573 and the identified failure mode are not associated with any non-conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 12/mar/2026 against lot number criteria equal "6001573" and similar malfunction codes: tubing is split (along the length of the tubing) or has pinholes, tubing damage - significant / extensive the number of complaints is 1. The complaint numbers is complaint (B)(4). Device history record (DHR)r review: the lot 6001573 was manufactured according to work instruction (wi) version 105 and manufactured in the li75 on 10/jun/2023 with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3e05346 was manufactured according to the wi version 55 and manufactured in the 5c01, on 05-jun-2023, with a total of (B)(4) units. The lot 3d03184 was manufactured according to the wi version 55 and manufactured in the spot curing 5c01, on 25-may-2023, with a total of (B)(4) units. The lot 3e05347 was manufactured according to the wi version 55 and manufactured in the 5c01, on 10-jun-2023, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 03-mar-2024 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6001573. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.